Event description:
It was reported that, on an unknown date, the single locking drill guide tip was broken and would not lock onto plate. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no part was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item.